Event description:
It was reported to tycohealthcare/kendall on aug 10, 2007 that a customer had a problem with a sapphire dialysis catheter. The customer stated that the catheter fell out of the pt. Add'l info was rec'd on nov 1, 2007 indicating that the sapphire dialysis catheter fell out on its own, not related to a removal procedure, and had to be replaced. F/u calls were conducted on nov 9, and nov 16, 2007 with the facility at which time more detailed info was obtained regarding the incident. The sapphire catheter was placed when the pt's av fistula or graft clotted off. This was a primary placement that did not use existing tunnel tracks. The pt is reported to be non-compliant (female, overweight) with a history of multiple chronic catheter placements. The catheter was in place for approx 30 days. The removed device was not saved by the facility for eval.

Manufacturer narrative:
An investigation is currently underway, upon completion of the investigation a f/u report will be submitted.